Manufacturer narrative:
Device evaluation summary: one cadd solis pump was returned for analysis in used condition. The visual inspection of the pump found that the pump's battery door knob was cracked. The review of device history log identified the following event: (B)(6) 2019 12:02:05 pm high alarm displayed: cassette not attached properly. The pump passed all the functional tests. Further inspection of the pump interior identified signs of fluid ingression on downstream occlusion sensor and chassis assembly. The possible problem source could be fluid ingression. The customer sated issue could not be duplicated. The problem source is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited downstream occlusion alarm. No adverse effects were reported.